Manufacturer narrative:
(B)(4). The product was manufactured in 2005 per the specifications provided by medsystems with address in (B)(4). The product was manufactured by unomedical devices, s.a. De c.v. With establishment registration number (B)(4). In 2007, viasys was acquired by cardinal health and the same year cardinal health divested from the facility located in (B)(6). Therefore, although carefusion is not the legal manufacturer of this product, carefusion has filed this report and a follow-up report will be submitted upon completion of the evaluation.

Event description:
The following report was provided by (B)(4): a vigilance report was filed due to an incident during the use of bag uu product number 84004540. Bad functioning of the bag uu during intensive care on patient. The mask came off repeatedly during ventilation. The plastic (adapter) piece between balloon and mask does not fit correctly. This makes it impossible to ventilate correctly. This delayed the rescue of the cardiac arrest. The following additional information was received on (B)(4) 2011: the patient was (B)(6). The patient's clinical problem was tachycardia exceeding 200. The patient was under treatment and had medical histories. The event occurred at 2200hrs in the patient's hospital room. The patient resuscitation was performed with the bag which did not remain in place. The use of the bag slowed down an oxygen therapy that corresponded to the clinical picture. The wrong function of the device required 2 nurses to take care of the patient's head to be sure that it was not dissociated. The emergency department took care of the patient with intubation and administration of drugs. Cardiac rhythm was back to normal then she was transferred to the resuscitation department. The patient died on (B)(6) 2011. The device did not affect the patient outcome.